Event description:
The patient reported a complaint that their teladoc control solution test results were out of range. The patent performed control solution test and stated control solution 1 was out of range. The ranges were 82-123 for control solution 1. The results for control solution 1 were 135,126 and 124. The patent received new supplies and control solution test were performed. The ranges for control solution 1 were 82- 123 and the ranges for control solution 2 were 280-421. Control solution 1 results were 124 and 128 and control solution 2 result were 360. The control solution results were not within the acceptable ranges. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood glucose meter.

Manufacturer narrative:
The patient was sent a replacement blood glucose meter to resolve this issue. The teladoc health blood glucose meter has yet to be returned for investigation. A supplemental report will be filled if the device is returned by the patient.